Manufacturer narrative:
Peri-opertively, the h10 driver broke while the doctor was tightening a locking screw into a plate. The doctor was not able to remove the fragement of the h10 driver from the screw. The broken driver bit was left implanted in the screw head. Locking screw part number (B)(4), lot number 500814.

Event description:
Peri-opertively, the h10 driver broke while the doctor was tightening a locking screw into a plate. The doctor was not able to remove the fragement of the h10 driver from the screw. The broken driver bit was left implanted in the screw head.